Manufacturer narrative:
The affected savina 300 was analyzed by dräger service onsite. A faulty pcb ccb-I was determined to be the cause of the reported event. Due to the fault the device could not be booted anymore and the log files could not be extracted. A laboratory test with the affected pcb confirmed the issue. The device was unable to boot and displayed the device failure 83.0008. Hardware investigation revealed a faulty master processor on the pcb to be the root cause. In case the device detects a malfunction of the pcb ccb-I, a device reset gets initiated in an attempt to solve the issue. The reset is accompanied by an audible alarm and all pneumatic components are opened to allow for spontaneous breathing. In this case due to the failure the device was unable to reboot, continued to alarm and kept all pneumatic components opened. As no comparable cases with the same root cause have been reported to dräger, this considered to be an isolated case.

Event description:
Refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device unexpectedly posted device failure with 83.0008 alarm while in use. When the customer disconnected the breathing circuit from a patient to perform the manual ventilation, the airway pressure immediately released at this time. No patient injury reported.